Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to low blood glucose. The blood glucose reading was 40 mg/dl. Customer was treated with dextrose in the hospital. Customer was found by paramedics with blood on his head, sweaty and unresponsive. The insulin pump passed the self test. Nothing further was reported.